Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the cause of the reported phenomenon. However, based on the report of olympus india, omsc presumed there was the possibility this phenomenon was attributed to the dp board accidental failure of the subject device. Omsc have confirmed that the reported phenomenon did not occur due to device or manufacturing, and that there is no problem with safety. (There are no multiple occurrences.) If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection at olympus (B)(4), that it was found the y/c video signal outputs and composite video signal outputs of the subject device were not worked. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed the reported phenomenon which the y/c video signal outputs and composite video signal outputs of the subject device were not worked. Therefore the image of the subject device was not displayed, and this was caused by the dp board failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.